Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 400 sterilizer and found that the generator motor was damaged and required replacement. The technician replaced the generator motor, tested the function and operation of the sterilizer and confirmed it to the operating to specification. The sterilizer was returned to service, and no additional issues have been reported. The generator motor subject of the reported event was returned for evaluation. During evaluation, the reported event could not be duplicated, and no issues were noted with the generator motor.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that smoke emitted from the back of their amsco 400 sterilizer during a cycle. No report of injury.